Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center had a complete loss of image, operation no longer possible, such as releasing the shutter, freezing or manually switching the light source on and off. After restarting, the system works again briefly, then the same problems occur again. System was tested with different endoscopes, no change. It is unknown when the event occurred. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, the reported event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to faulty printed circuit boards. Olympus will continue to monitor field performance for this device.